Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. Do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic coronary procedure, the image disappeared. The procedure was successfully completed with a second of the same make and model. Visual, microscopic inspection, and image testing were performed on the returned device. Portions of the device were observed to be missing. The system displayed a "catheter fault detected" error message upon plugging in the device. The probable cause of the failure is electrical discontinuity caused by fluid ingress into the device. The probable cause of the missing portions could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because portions of the device were missing from the device, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.